Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1059 showed no similar product complaint(s) from this lot number.

Event description:
It was reported needle in 4 fr power PICC didn't safety. Plastic piece of the safety slid off but the safety device was still at the top leaving the used needle exposed. No other information was provided.